Event description:
It was reported that the pump had alarmed 'no disposable clamp tubing.' The alarm had been silenced as instructed. Pump settings had been reviewed (reservoir volume: 10.8 ml, continuous rate: 50 ml/24 hours, volume given: 85.2 ml), and the pump had been powered off. The caller had expressed discomfort with proceeding with troubleshooting. No patient harm had been reported. The event occurred while in use.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had alarmed 'no disposable clamp tubing¿. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.